Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during the load process. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 388 mg/dl and diabetic ketoacidosis. Customer was treated intravenously with fluids of saline and insulin. The customer was release from the hospital with issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, a replacement pump was sent to the customer to resolve the issue. The customer reverted to using a backup insulin pump.